Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient called back and stated that she got her ins jump-started, but was told to call when she saw a code. The agent was trying to clarify what the patient was seeing and the patient disconnected the call. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient fell about a month ago and was having trouble with her back and thought that maybe she may have pulled the lead. At that time, the patient was also having trouble charging the implantable neurostimulator and was not able to get the stimulator to charge. The patient followed up with their health care provider, they did an x-ray, and everything was fine. The patient has tried repositioning the antenna many times, but still keeps seeing the screen that shows the reposition antenna on the recharger. The patient has used the patient programmer which displays poor communication. The patient was not able to remember the last time that she was able to recharge but stated that a month ago is when she noticed that she was not able to charge the implantable neurostimulator. There was no telemetry with recharging. There were no further complications reported.